Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption: e2013025.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2017 through july 31, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2017 through july 31, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame may 1, 2017 through july 31, 2017. (B)(4).

Event description:
N/a.

Manufacturer narrative:
Exemption e2013025 the total number of events for product classification code otp is 15. Qty 1- avaulta plus¿ biosynthetic support system qty 2- avaulta plus biosynthetic support system- anterior, sterile qty 4- avaulta plus biosynthetic support system- posterior, sterile qty 3- avaulta solo biosynthetic support system- anterior, sterile qty 5- avaulta solo biosynthetic support system- posterior, sterile h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
August 2017 quarterly asr report.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2017 through (B)(6) 2017.